Manufacturer narrative:
The field representative provided additional information about the exercise testing. Noise was not recreated when the patient tried different positions and postures. Noise was observed in the alternate vector when the patient performed pushups. A re-screening was done, to see if moving the electrode would improve sensing in the alternate vector, but it was determined that the current electrode position was the most optimal. The physician planned to discuss the case with the patient's lvad physicians, to see if different speeds on the lvad would produce less noise. Later, the physician was able to experiment with the lvad speeds and found one that allowed the s-ICD to complete optimization successfully. N markers were still observed in secondary and primary, and the amplitudes in the alternate vector were still rather small, but the device was able to sense them properly and complete the set-up with the patient sitting and laying down. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) had migrated too posteriorly, causing great discomfort to the patient, such that they could not lie down easily. A revision procedure was performed and the device was repositioned and secured. While evaluating sensing after the procedure, n markers were noted in the primary and secondary vectors. The alternate vector was sensing fine, although the signals were small. During automatic set-up, a message was displayed indicating no vector could be selected. The alternate vector was manually programmed. It was noted that this patient also has a left ventricular assist device (lvad). It was not known if n markers were observed before the repositioning. The patient was to be seen at a later date for exercise testing and to evaluate the sensing vectors again. A boston scientific technical services consultant reviewed the available device data and confirmed the noise markers in the primary and secondary vectors, as well as the very small amplitudes in the alternate vector. It was also discovered that two treated episodes and two untreated episodes had been stored on (B)(6) 2016. Noise, oversensing, and a change in morphology were noted; it was suspected that these episodes were caused by the implant of the lvad, where the s-ICD was not programmed off for the procedure. No additional adverse patient effects were reported.